Event description:
It has been reported to philips that the morning at start up the system was alarming, but no error messages appearing. Monitors in the room did not turn on, they were stuck in the start-up process. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up and alarming. Review of the system log file confirmed the malfunctioning of the flexvision pc. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.